Event description:
The MFR's rep reported that recently in clinic, the alarm was inaudible without using a stethoscope. Approximately 6.5 years ago, the pt had a seizure, the day before a scheduled refill, which was reported to be unrelated to her pump. The pump was found to be empty and audibly beeping several days later. The pump remains implanted and no adverse event. The pt is described as "larger" and the pump is implanted about 0.5 inch deep. A follow-up report will be sent if additional information becomes available to us.